Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The male amputee patient, with a right tc3 sleeve revision knee construct insitu, on the non amputated leg, was revised today, for aseptic loosening of the femur, due to a loose femoral bolt. After removal of the femur, bolt, adapter, sleeve and stem construct, the surgeon implanted a cemented distal femoral replacement lps. The surgeon was required to remove the tc3 femur, bolt, adaptor and sleeve construct today , revised to an lps distal femoral construct. I will advise next week on the details of the extracted implants, as have asked the clinical lead to access the patients notes, to identify the original implants used, and details on this first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: please confirm if the bolt disassociated from the adapter or fractured? I will have to ask the surgeon. At this time, I cannot confirm if the bolt had fractured, or the adaptor had fractured or if the bolt had disassociated from the adaptor. From the recovered implants the distal end of the adaptor did came out separately. Furthermore, the bolt threads remained in the adaptor. The bolt was drilled through using a carbide drill, so cannot confirm from the explanted bolt, it if was patent or fractured prior to removal. At the time of surgery, the femoral component was mobile. However, to remove the femur, the surgeon drilled through the bolt (via the distal femur), as the femur did not extract without this. With the femur removed, the femoral sleeve bone interface was disrupted, and the surgeon managed to find the thread of the bolt still insitu in the adaptor, and using a slap hammer , extracted the femoral sleeve with proximal adaptor piece and pressfit stem, which came out as a one piece. As already stated, the distal part of the adaptor was separated from its proximal end. Also, the threaded part of the bolt remains in the adaptor. It was mentioned in the event description that patient has a right tc3 sleeve revision knee construct insitu. Was the patient's right knee previously revised involving removal of depuy products? I do not know, will have to ask the surgeon. Patient demographics the following are the types of patient demographics we require: - relevant comorbidities ¿ amputee. Date of implantation ¿ (B)(6) 2011 , date of 1st revision ¿ (B)(6) 2010 , date of 2nd revision ¿ (B)(6) 2011 , date of 3rd revision ¿ (B)(6) 2021 , operative side ¿ right knee , age at the time of the procedure ¿ 77 years old , weight ¿ unknown at present , height ¿ minimal, multiple comorbidities and left bka , activity level . Implant insertion op notes:- to acquire from surgeon . Reason for implant insertion, device labels, surgery report, physiotherapy report, early falls and/or dislocations. ¿ to acquire from surgeon. Implant removal op notes:- to acquire from surgeon. Please also provide us with an update with regards to the product return - shipping the product on friday 27/02/2021, awaiting decontamination certificate from the sterile services department currently.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the adaptor was loose from the femoral sleeve. No implants had fractured.